Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after normal hydration, the rebar 27 was used to deliver the stent, but significant resistance was encountered within the stent delivery system, preventing normal advancement. Upon withdrawal out of patient's body, it was found that the stent near the detachment point was visibly bent. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing emergency thrombectomy surgery. It was noted the patient's vessel tortuosity was minimal.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis, still within its introducer sheath, in a sealed biohazard bag and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. The glue domes outside the proximal marker were damaged. The marker coil was in good condition. The pusher wire was found to be kinked at the detachment zone. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length teardrop struts and pusher wire were kinked, and the glue dome outside the proximal marker was damaged on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 27 catheter against resistance. However, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, the rhv being loose during delivery, or a lack of continuous saline flush during delivery. In this event, the customer stated that the vessel tortuosity was minimal, the reported rebar 27 catheter was compatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches. A continuous saline flush was administered and maintained, ruling out vessel tortuosity, an incompatible catheter, and a lack of continuous saline flush during delivery as potential causes. Therefore, a damaged catheter, failure to maintain the correct flush rate, or the rhv being loose during delivery could have contributed to the resistance complaint. Since the reported rebar 27 catheter was not returned, any contribution of the catheter to the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance and kink were not determined. The procedure was completed by replacing the stent. The resistance was in the proximal part of the catheter. A continuous saline flush had been administered and maintained as indicated in the IFU.